Manufacturer narrative:
A ge service representative performed an onsite investigation. A connection was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of pt injury or death.